Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20 april 2026, it was reported by a sales representative via email that an ar-8550bc, bone cutter5.5mm x 13cm was reported to have a plastic sheathing that came loose and was shredded by the shaver itself. Shaver became blocked, and the plastic was removed from the shaver opening. This occurred on (B)(6) 2026 during a rotator cuff repair, sad + biceps tenodesis procedure. The case was completed successfully using a torpedo shaver, which was used to complete the case without event. There was case involvement.